Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during implant a complaint of helix being unable to disconnect on the right ventricular lead. The physician elected to explant and replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Manufacturer narrative:
Additional information: b5 and h6 for failure to extend on helix.

Event description:
New information notes failure to extend anomaly noted on the helix lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.